Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure due to general stress incontinence and mesh was implanted with concurrent tah, left ovarian cystectomy and drainage of the right ovarian cyst. It was also reported that patient underwent diagnostic laparoscopy, lysis of adhesions and removal of cyst and/or ovary on (B)(6) 2009 and operative laparoscopy on (B)(6) 2010. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure due to general stress incontinence and mesh was implanted with concurrent tah, left ovarian cystectomy and drainage of the right ovarian cyst. It was also reported that patient underwent diagnostic laparascopy, lysis of adhesions and removal of cyst and/or ovary on (B)(6) 2009 and operative laparoscopy on (B)(6) 2010. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2010 by dr.(B)(6).